Event description:
A crack was noted on the stopcock of the sheath while in use in the patient. The sheath was removed and replaced with no harm to the patient. Manufacturer response for steerable sheath, 13f (4.3 mm), faradrive steerable sheath, clear (per site reporter).